Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer's analysis found that the liquid crystal display (lcd) of the external pulse generator (epg) was out-of-specification in an electrical manner. It was also found that the lower case was broken, one side bail cover was broken, and the ring cover and ring were missing. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned as a loaner subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.